Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: are any photos available (with a scale to understand measurements)? The piece is shredded and the photo would not be much help. Will the piece become available at a later date? No. What instrument(s) were being used through this port during the case? Unknown is the operative report available? Possibly, need to confirm with legal if it can be released. Is the patient expected to have a full recovery? Yes, the piece was removed and the patient was discharged.